Event description:
It was reported that when using the bd pyxis¿ medstation¿ es occurred blue screen, and the med application failed to launch under the care fusion application. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A field service engineer (fse) contacted the pharmacy and confirmed with user that the unit was functioning properly with no reported issues. The fse then remotely accessed the device via remote smart service (rss), verified that no blue screen was present, and observed the station at the application login screen, confirming normal operation. The system functioned as intended after field service engineer investigated the device.